Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported event cannot be conclusively determined. The patient remains ongoing on vad support. No product available for investigation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted showing symptoms of generalized weakness, increase fatigue, decreased oral intake, and foul smelling dark urine. The manufacturer's technical service representative reviewed the log file and found no unusual events. No additional information was provided.